Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post deployment/occlusion /dissection. Doctor used 3 different sized balloons 6x40-8x40. Patient did fine went home next day.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. Arteriotomy was noted as 6.7mm, mild to moderate and medial calcification, with a deployment depth measurement of 4 + 1. Micro-puncture and ultrasound were utilized to gain access, positioning of the access was not reported. During the initial procedure the 34mm valve folded and was removed. The artery was pre-dilated with ballooning, and the valve was placed back in. Multiple exchanges of procedural sheaths occurred during the case. Post deployment an occlusion and dissection were reported. Multiple contralateral balloon pressures were applied, and a slow clear blood flow returned. The root cause of the occlusion requiring balloon inflations is likely due to the dissection. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The cause of the dissection is inconclusive. The following adverse events related to the deployment of vascular closure devices have been identified in the: local trauma to the femoral or iliac artery wall, such as dissection; accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include arterial damage and vessel laceration or trauma.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: post deployment/occlusion /dissection. Doctor used 3 different sized balloons 6x40-8x40. Patient did fine went home next day.